Manufacturer narrative:
The carefusion service group received the suspect user interface module (uim) for repair and evaluation. The service group performed power cycle startup, physical/visual inspection found cosmetic scratches on the display of the uim. The internal uim inspection of the components identified a loose lcd cable. The service group was able to duplicate the reported event by the customer, which was isolated to the lcd cable. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect (uim) for evaluation.

Event description:
The customer reported a blank display on startup on this avea ventilator. The customer reported no patient event associated with this event.